Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient followed-up on (B)(6) 2019 and was only having occasional mild headaches a few days a week. The patient had improved significantly.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 2 mg/ml at 0.1 mg/day via an implanted pump for spinal pain and failed back surgery syndrome. It was reported the event/difficulty occurred on (B)(6) 2019 during a procedure. The patient was experiencing positional spinal headaches and a cerebrospinal fluid (csf) leak. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included fluoroscopy (fluoro) of the catheter position that was unchanged. It was further reported the patient was suspected to have a persistent csf leak since implant on (B)(6) 2019 due to continued positional headaches despite a recent blood patch done by the doctor approximately one week ago. Fluoro confirmed the catheter tip was still at t8 and the anchor appeared to be in good position. It was noted the spinal incision was opened and copious amount of csf was noted. The anchor was intact with nose still buried in fascia and pursestring suture also appeared intact. A small knick was noted in the fascia and appeared to be the source of the csf leak as scant amounts of fluid could be visualized coming from it. The fascia was sutured and tisseel applied to try and seal the leak. The catheter was unchanged. It was unknown if the issue was resolved at the time of this report. The patient¿s medical history included chronic low back pain and the patient¿s weight was asked and unknown and would not be made available (legal/confidential reason). The patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.